Event description:
I have a depuy lcs rotating platform bearing standard 10mm cat no 1178-46-025 lot s48d91020 in my right knee. I believe this device may have been recalled and I have never been notified. Please determine if this is a recalled component. The components never bonded to the bone and knee needs to be revised.